Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead recorded inappropriate pacemaker mediated tachycardia (pmt) episodes with multiple atrial tachy responses (atrs). Also, there was noise over sensing observed in the rv lead channel. Various reprogramming options were recommended for this crt-d system that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.